Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated glucose results on the alinity c processing module for one patient. The sample was repeated with lower results. The following data was provided: initial result = 200 repeat result = 107 mg/dl. Normal fasting reference range is 74-106 mg/dl and non fasting reference range is 74-140 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated glucose results on the alinity c processing module for one patient. The sample was repeated with lower results. The following data was provided: initial result = 200 repeat result = 107 mg/dl. Normal fasting reference range is 74-106 mg/dl and non fasting reference range is 74-140 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), the customer had resolved the issue by replacing the cuvette washer dry tip. Part c-35016546-01 cuvette washer assembly was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the part number c-35016546-01 cuvette washer assembly did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module or the part number c-35016546-01 cuvette washer assembly was identified.